Event description:
During on-site service, the baxter service technician experienced an f-38 alarm (malfunction in tube misloading detection circuitry) on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4).evaluation summary:the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and a power on self-test were performed. During the power on self-test, an f-38 alarm occurred. The visual inspection identified that the force sensing resistors (fsrs) were damaged. The cause of the f-38 alarm was determined to be due to the damaged fsrs. The fsrs were replaced in order to correct the found condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.